Manufacturer narrative:
Citation: ochiai t, et al. Risk of coronary obstruction due to sinus sequestration in redo transcatheter aortic valve replacement. Jacc cardiovasc interv. 2020 nov 23;13(22):2617-2627. Doi: 10.1016/j.jcin.2020.09.022. Available online 16 november 2020. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the use of computed tomography to evaluate the risk of coronary obstruction due to sinus sequestration in redo transcatheter aortic valve replacement (tavr). All data was collected from a single center registry between december 2015 and april 2018. The study population included 411 patients. Of those, 66 patients underwent tavr with medtronic evolut r or evolut pro transcatheter valves. No unique device identifier numbers were provided. In supplemental table 2, case 3 identified a 29 mm evolut r patient (female, (B)(6)) who underwent transcatheter valve-in-valve replacement with a 26 mm edwards sapien 3 approximately one year after evolut r implant. The evolut r was replaced for structural valve degeneration attributed to a combination of regurgitation and stenosis. No coronary obstruction was observed during or after the valve-in-valve procedure. No additional adverse patient effects or product performance issues were reported.